Event description:
End user reported that her tdxsp power chair moved, on its own, while she was attempting to transfer from the chair to her hospital bed. User was pinned against her bed, sustained a 1 inch deep hole by 2 inches wide. User was in the hospital for an unknown pre-existing condition. User has since left the hospital and her wound is healing.